Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered during daily shift test. There as no patient involvement.